Manufacturer narrative:
Retainer = clear. Customer returned insulin pump for an alleged critical pump error (open book image) alarm/moisture damage found on oct 04, 2021. No critical pump error (open book image) alarm noted during boot up. Pump was received with missing segments/partial display. Unable to perform the displacement, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test or self test due to missing segments/partial display. Successfully downloaded history files and traces using thus. Pump error 3 alarm found in the insulin pump history file on oct 03, 2021 at 9:11. Pump was cut open to perform visual inspection and found moisture damage on the electronic assembly on pcba 1 and force sensor. Force sensor zero offset within specification (22.4mv). Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: corroded battery tube, faded/stained serial number label and minor scratched lcd window. Critical pump error (open book image) alarm not confirmed. Exposed to moisture was confirmed on pcba 1 and inside battery tube. Missing segments/partial display due to moisture damage on lcd board. Cosmetic damage found on the pump case. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Information received by medtronic indicated that the insulin pump had damage on the retainer ring. It was reported that the reservoir able to lock in place when inserted into insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Event description:
Information received by medtronic indicated that the insulin pump had open book image on the screen. Customer was swimming when the alert was occurred. No harm requiring medical intervention was reported. The device will be returned for analysis.